Manufacturer narrative:
(B)(4). Method: the complaint rt125 infant bias flow breathing circuit, was returned to fph in (B)(4) for investigation where it was visually inspected. Results: small holes were found in two locations on the inspiratory limb of the complaint breathing circuit. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the sustained damage to the inspiratory limb of the complaint circuit was most likely punctured by a sharp object. It should be noted that the customer was able to use the device in excess of its intended maximum use of seven days. This indicates that the damage to the complaint breathing circuit was caused at the customer's facility. All rt125 infant breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt125 infant breathing circuits would have met the required specifications at the time of production. This suggests the leak occurred post production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions further offer the following warning: "this product is intended to be used for a maximum of 7 days."

Event description:
A hospital in (B)(6) reported via a distributor that a water leak occurred from the surface of the inspiratory limb of an rt125 infant bias flow breathing circuit after 10 days of use. It was reported that a nurse found two protrusions on the surface of the inspiratory limb. It was further reported that the circuit did pass the initial leak test. No patient consequence was reported.